Event description:
Transilluminator used to obtain blood cultures by making the veins more visible. Transilluminator used on pt's hands, elbow and feet. Pt has 2 blisters on left hand and 1 blister on right elbow. Blisters suspected to be from heat of transilluminator. Transilluminator sent to biomed. They found the locking ring to be missing. Replaced locking ring.